Manufacturer narrative:
Trackwise ID: (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that hemopro t.w. Power supply sn: (B)(4) used for an endoscopic vein harvesting procedure has cracks on its casing at the socket.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The photograph did not provide visual evidence of the cracks reported on the casing at the sockets. Based on the non-return of the device as well as the photographic inspection, the reported failure "crack" was not confirmed. A lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site. H3 other text : device not returned.

Event description:
The hospital reported that hemopro t.w. Power supply sn: (B)(6), manufactured 2009-09 (out of warranty) used for an endoscopic vein harvesting procedure has cracks on its casing at the socket. The stress cracks in the screw area of the cable are normal wear cracks. The power supply was not used.